Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: dtbb1d1 ICD, implanted: (B)(6) 2015. (B)(4).

Event description:
It was reported the patient developed a fever and experienced malaise. Blood cultures showed a staphylococcus aureus infection. A transesophageal echocardiogram revealed vegetation's on the leads. The implantable cardioverter defibrillator (ICD) system was removed. The patient was discharged on intravenous antibiotics. The patient is part of the product surveillance registry study. No further patient complications have been reported as a result of this event.